Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) had premature battery depletion. The patient¿s ins was placed in (B)(6) 2016. The settings were at 10.5 v, pulse width 330, rate 55, 4 seconds on and 1 second off. The ins was found to be low on (B)(6) 2016. It seemed really strange that the previous device lasted 7 months on these settings, but this one only lasted 3 months. Three months seemed very quick. There were no known environmental, external, or patient factors that led to the event. The troubleshooting performed related to the event was interrogation. The action taken to resolve the premature battery depletion was that battery change was planned for (B)(6) 2016. The issue was not resolved at this time. The cause of the implant reaching low battery in about 3 months was not determined. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that there were no visual or electrical anomalies with the hybrid circuit. There were no internal mechanisms found that would cause premature battery depletion. Tests performed indicated that the ins reached a normal low/eri condition. There were no significant anomalies noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.